Manufacturer narrative:
Patient¿s date of birth and weight are not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). Hospital address not provided for reporting. The (510k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the screwdriver broke during surgery on (B)(6) 2017. Reportedly there were no fragments were generated. There was no patient harm and no surgical delay. Patient outcome reported as good. This report is for one (1) scrdrivershaft t25 f/urs. This is report 1 of 1 for complaint (B)(4).